Event description:
It was reported the video system center displayed an e226 output error code. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to h6 of the initial report to code 2896- communication or transmission problem. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.